Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and priming anomaly from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that he has eaten 100 grams of carbs. The customer had difficulty with priming his set. The customer's blood glucose was 352 mg/dl during the call. The customer declined to troubleshoot for high readings.